Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that their "machine doesn't work". Patient reports, they tried many times, but it, "won't go on". Patient stated, the ins is implanted primarily for urine leakage, but that over the past couple of days, the leakage seems to have stopped on its own. They tried to call the healthcare provider friday ((B)(6)), yesterday and today, but was told by office staff, that they are very busy. And asked, for patient's phone number so they could call back. Patient stated, they have not yet received a call back from managing hcp's office. Patient has also, tried calling the representative, but no answer. Patient also stated, rep's voicemail no longer, indicates they're associated with manufacturer. Agent sent email to the field with request to call patient back. Agent walked patient through connecting to ins battery. And message showed up on handset stating 'end of service. Therapy has stopped. Replace internal device to continue therapy (B)(6). Agent reviewed, meaning of the message. Since the device was implanted in (B)(6) of 2022. Caller stated, the depletion of the battery this soon after implant, "doesn't sound right". Patient reported, seeing this message last week or the week before. Patient also mentioned, feeling "unbearable" pain a week ago, that lasted for a few hours. Initially, patient said, the pain resolved the next day. Then they said, it only lasted a few hours. Pain location asked, but patient did not answer. When the pain resolved, patient stated, they could no longer feel the stimulation. Agent suggested, patient continue to try to reach out to managing hcp for follow-up appt to schedule next steps. Agent also, emailed patient physician listings for their area, if they were not satisfied with current hcp. Agent suggested, patient seek medical help, if they encounter a medical episode such as the pain, they felt previously. Additional information was received, from a manufacturer representative (rep). The rep reported, that when connected to device, they saw eos message. Unknown, if it was due to normal battery depletion. Unknown, if the issue was resolved.

Manufacturer narrative:
B3: date is estimated. Year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.